Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2016-00771, 3005168196-2016-00772.

Event description:
The patient was undergoing a thrombectomy procedure for an acute-stage cerebral infarction using a penumbra system 3max reperfusion catheter (3max) and a penumbra system 5max ace reperfusion catheter (5max ace). During preparation for the procedure, the physician noticed that the 3max was already damaged and its blade was completely exposed upon removal from the packaging hoop. The damaged 3max was found prior to use and therefore, was not used for the procedure. The physician then opened a new 3max for the procedure and advanced it to the target vessel while inserting another manufacturer's guiding balloon catheter into the internal carotid artery (ica). Next, the physician started to aspirate the thrombus using the 3max and 5max ace; however, aspiration was not sufficient enough to completely remove the thrombus. Therefore, a stent retriever was advanced through the 5max ace in order to completely remove the thrombus. There was no report of an adverse effect to the patient.

Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.